Event description:
A report was received that a suspected burn wound infection and worsening in the wound status required a pediatric patient to be re-admitted to hospital for 6 days and successfully treated with systemic oral antibacterial treatment. The wound had been very close to being healed when the dressing was reapplied by the nurse at the end of the previoa report was received that a suspected burn wound infection and worsening in the wound status required a pediatric patient to be re-admitted to hospital for 6 days and successfully treated with systemic oral antibacterial treatment. The wound had been very close to being healed when the dressing was reapplied by the nurse at the end of the previous week. The nurse stated the dressing was used in accordance with the instructions for use and the patient had no prior history of similar issues. Request has been made for additional information.